Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer initially planned to call back for pump reset and later contacted technical support, received pump reset instructions, and completed reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if any future malfunction occurred, and case was closed.